Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens was twisted and remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was pushing the rod of a ks-1 aq2017v preloaded injector lens, 24.0 diopter, and the folded lens figure at confirmation position was abnormal, so the surgeon stopped using this lens. There was no patient contact.